Event description:
On (B)(6) 2023 I started transcranial magnetic stimulation treatment after trying many unsuccessful antidepressants for depression, suicidality and anxiety. After the first session I developed migraines like I never knew possible, with extreme light and sound sensitivity. I was told these were all common and would go away after the first week or two of treatment. I continued to go back in for treatment every day and these symptoms got worse and worse every time. Still, they told me the symptoms would go away after a few treatments. After 11 sessions and continued worsening symptoms the doctor told me to take a week long break. During the break the symptoms still continued to get worse and worse. After this break in treatment and seeing that symptoms were worsening the doctor instructed me to "seek emergency medical care" and that these symptoms could not have been a result of tms, but must have come from some other neurological condition. My symptoms continued and became even worse - nausea and weight loss, lost 15 pounds in a week, loss of appetite, dizziness, vertigo, blurry vision, visual, auditory and smell hallucinations, photophobia, cognitive impairment, tinnitus, I developed a stutter and have memory issues. Several doctors have described my symptoms as those of a traumatic brain injury. It has been 10 months and I still suffer many of these symptoms, I cannot work, I am too sensitive to light and sound to leave my house without assistance. My doctors cannot tell me when or if these symptoms will go away.